Event description:
Attorney reported: (B)(6) 2000 - patient underwent a repair of her incisional hernia with a bard composix hernia patch. On (B)(6) 2004 - patient had to undergo surgery to explant infected mesh and have a drain implanted. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis."